Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is in the hospital for heart failure. Pacing impedance measurements on the the left ventricular (lv) channel were 312 ohms and there was no capture in either tip to right ventricle (rv) or tip to can configurations. The lv sense configuration was in tip to rv configuration. However, the device was programmed to rv only pacing and vvi mode due to an issue, potential fracture, of the associated atrial lead. The caller also reported getting a premature ventricular contraction (pvc) when trying to measure the lv r-waves. An x-ray was performed which indicated a fracture of one of the patient's leads. No adverse patient effects were reported.